Event description:
It was reported that during a whipple procedure, the device was fired on tissue and there was one row of staples unformed on the patient side of the tissue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). No device return. The analysis results found that the reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. In addition, two pictures were received and analyzed. However, no conclusion could be reached as to how the staples became malformed as no device was received for analysis. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.